Event description:
Medtronic received information that approximately 8 years 10 months following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram was performed and revealed mild-moderate paravalvular leak. No adverse patient effects were reported. Additional information was received to report the patient was asymptomatic. Additional information noted the physician indicated the event was unrelated the transcatheter valve. The specific cause was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.